Event description:
The customer was hospitalized with dka twice. The set was changed properly. It was informed that once the customer is connected and attempted to bolus, no delivery alarms occur. Suggest to try client on the silhouette since the customer is thin and now is using the quick set.